Event description:
Physician successfully treated patient at the superficial femoral artery using a protege stent due to a lower limb aso. A patient check was performed one month later due to no pulsation of dorsal artery of foot. During check it was found that the stent was fractured. The doctor had to take thrombolysis for the patient and it is reported that patient received thrombolytic medication. Patient is reported to be doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.